Manufacturer narrative:
The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly, unlocked keypad connector, or stuck button alarm noted during testing. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with a scratched case, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call, the insulin pump had a keypad anomaly. The left arrow button does not react as the other buttons. Customer's mother has to press it four to five times for it to response. The device had not alarmed button error alarm. The device was not dropped or exposed to moisture. The customer's blood glucose was unknown. The customer's mother agreed to replacement.